Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information when csr reviewed the call. The csr was advised by the reporter that alleged inaccuracy began on ¿(B)(6) 2015, 14:20¿. On the same day at 16:03 he obtained a blood glucose result of ¿306 mg/dl¿ on the subject meter compared to ¿231mg/dl¿ on a onetouch vita meter, performed within 30 minutes of each other. Additionally the reporter stated that on ¿(B)(6) 2015, 14:30¿ the patient obtained a reading of ¿373mg/dl¿ on the subject meter compared to ¿296mg/dl¿ on the onetouch vita meter performed within 30 minutes of each other. The reporter for the patient detailed that he manages his diabetes with insulin (no adjustments) and denied making any changes to his usual diabetes management routine as a result of the alleged inaccuracy. The reporter claimed that three hours after the alleged inaccuracy began the patient developed the ¿sweat, dizziness, shiver and tired¿. The reporter for the patient stated that on ¿(B)(6) 2015. 17:20¿ he self-treated with food and/or drink and decreased his insulin to 16 units instead of 20 units. At the time of troubleshooting, the csr noted that the correct unit of measure and approved sample site were used at the time of testing. The patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.